Manufacturer narrative:
The product is not available for evaluation. Additional information will be submitted within 30 days from receipt. However, an MRI showed there was no evidence to suggest an acute cva hemorrhage or focal mass. A 2d mra showed suspected 70% or greater left internal carotid artery origin stenosis. Additional 3d mra showed that the distal aspect of the left internal carotid artery appeared patent without an obvious high grade stenosis or flow disturbance. The study coordinator could not confirm if the 70% stenosis was within 5mm of the originally placed precise stent. However, it was reported by site that the precise stent was widely patent. The patient was evaluated by an ophthalmologist and it was felt that the visual problems were related to muscle weakness diagnosed as microvascular partial 3rd nerve palsy possibly related to an inflammatory etiology. The diplopia and blurred vision resolved and the patient was discharged in stable condition. An eye patch was put over the right eye for alleviation of diplopia. The physician expected this to improve over the next 3 months. Follow-up CT angio the next day of the head and neck revealed a widely patent stent. The discharge summary noted that the diplopia and blurred vision had resolved and that there was no radiological evidence of a stroke. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14028022 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for this lot.

Manufacturer narrative:
As reported by the (B)(4) study, the patient experienced an ischemic stroke five months after the index procedure. The target lesion was located in the proximal left internal carotid artery (ica). The lesion was described as 90% stenosed, 30mm in length, non-thrombosed with no calcification. The site had been previously treated with a carotid endarterectomy. A 6mm angioguard rx was successfully deployed beyond the target lesion, the lesion was pre-dilated and a precise stent was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. Approximately five months after the index procedure, the patient experienced right sided visual field loss and was diagnosed with ischemic stroke. There was no hemiparesis, hemineglect, or hemiataxia. The event fully resolved with no neurological deficit. According to the investigator, the event was not related cordis product or the index procedure. Additional information via medical records was received stating that six months after the index procedure, the patient presented to the emergency room with dizziness, difficulty focusing, some double vision and blurred vision. The initial CT scan of the brain showed acute to subacute cerebrovascular accident (cva) in the left parietal regions, old basal ganglia lacunar infarcts and atrophy. However, an MRI showed there was no evidence to suggest an acute cva hemorrhage or focal mass. A 2d mra showed suspected 70% or greater left internal carotid artery origin stenosis. Additional 3d mra showed that the distal aspect of the left internal carotid artery appeared patent without an obvious high grade stenosis or flow disturbance. The study coordinator could not confirm if the 70% stenosis was within 5mm of the originally placed precise stent. However, it was reported by the site that the precise stent was widely patent. The patient was evaluated by an ophthalmologist and it was felt that the visual problems were related to muscle weakness diagnosed as microvascular partial 3rd nerve palsy possibly related to an inflammatory etiology. The diplopia and blurred vision resolved and the patient was discharged in stable condition. An eye patch was put over the right eye for alleviation of diplopia. The physician expected this to improve over the next 3 months. Follow-up CT angiography the next day of the head and neck revealed a widely patent stent. The discharge summary noted that the diplopia and blurred vision had resolved and that there was no radiological evidence of a stroke. As such the adverse event of stroke was deleted from the (B)(4) data base by the study administrator as medical records received confirmed the patient did not have a stroke. The patient's medical history includes previous left-sided carotid endarterectomy, stenosis, hypertension, hyperlipidemia, coronary artery disease, status post coronary artery bypass graft surgery, peripheral vascular disease, and cerebrovascular accident involving alexia and dysarthria. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14028022 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intra-stent percutaneous transluminal angioplasty (pta) or placement of a second stent. Factors that may have influenced this event include the patient's significant medical history, pharmacological and lesion. Based on the lack of information and the inability to assign or determine a root cause, no corrective actions will be taken at this time.

Event description:
As reported by the (B)(4) study, the patient experienced ischemic stroke five months after the index procedure. The patient also experienced arterial restenosis six months after the index procedure. The target lesion was located in the proximal left internal carotid artery (ica). The lesion was described as 90% stenosed, 30mm in length, non-thrombosed, with no calcification. The site was previously treated with carotid endarterectomy. A 6mm angioguard rx was successfully deployed beyond the target lesion. The lesion was pre-dilated and a 10x40mm precise pro rx stent was successfully implanted. The angioguard rx was retrieved with no debris noted in the basket. There were no air bubbles present during the procedure. The patient left the angiography suite with no neurological deficit. The patient was asymptomatic prior to the index procedure. Approximately five months after the index procedure, the patient experienced right sided visual field loss and was diagnosed with ischemic stroke. There was no hemiparesis, hemineglect, or hemiataxia. The event fully resolved with no neurological deficit. According to the investigator, the event was not related cordis product or the index procedure. Additional information via medical records was received stating that six months after the index procedure, the patient presented to the emergency room with dizziness, difficulty focusing, some double vision and blurred vision. The initial CT scan of the brain showed acute to subacute cerebrovascular accident (cva) in the left parietal regions, old basal ganglia lacunar infarcts and atrophy.